Event description:
On the day post implantation ((B)(6) 2023), it was not possible to measure he right ventricular lead impedance and the sensing threshold was too high. The physician has decided to proceed with repositioning of the lead. Incision under local anesthesia over old scar and the leads are intact and fixed in the header. He disconnected the right ventricular lead and measured with psa. He found an excellent sensing with good impedance (600ohm) and low threshold (0.7v). Lead cleaned and put back in the old pacemaker. Then, he tried to generate noise, no artifacts at manipulation at the header and leads level. Consultation with operator of initial implantation. There is no doubt about placement of the leads in the header. Also on chest x-ray the position seems good. At the moment no doubt about quality of lead given adequate values and position. Therefore suspected problem at level of header. Decided to install new pacemaker as quality cannot be guaranteed.

Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no abnormality has been found and the lead connection test was successful. - the issue described in the complaint could not be reproduced. - based on the available information and the information provided in the complaint description, a lead issue could not be excluded. For more details, please refer to the attached analysis report.

Event description:
On the day post implantation (B)(6) 2023, it was not possible to measure he right ventricular lead impedance and the sensing threshold was too high. The physician has decided to proceed with repositioning of the lead. Incision under local anesthesia over old scar and the leads are intact and fixed in the header. He disconnected the right ventricular lead and measured with psa. He found an excellent sensing with good impedance (600ohm) and low threshold (0.7v). Lead cleaned and put back in the old pacemaker. Then, he tried to generate noise, no artifacts at manipulation at the header and leads level. Consultation with operator of initial implantation. There is no doubt about placement of the leads in the header. Also on chest x-ray the position seems good. At the moment no doubt about quality of lead given adequate values and position. Therefore suspected problem at level of header. Decided to install new pacemaker as quality cannot be guaranteed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.